Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery with mild calcification. The balance middleweight (bmw) guide wire was used successfully. During removal, 25 to 35 cm of the guide wire separated, and remained in the sheath; however, there was no resistance noted. Using forceps, the separated portion of the guide wire was removed with the sheath. A new bmw guide wire was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned guide wire found blood and contrast on the coils which is consistent with the guide wire being used in the patient as reported. The guide wire tip was tugged on to confirm that the core and shaping ribbon were intact. There were offset intermediate coils, 2.5 mm proximal to the center solder for a length of 3 mm. The noted offset intermediate coils was not reported in the incident information and likely occurred during the procedure or during packing, handling, and return to abbott vascular for analysis as no damage was reported during inspection prior to use. Analysis confirmed the reported guide wire separation as the core was separated at the distal end of the hypotube. There was core material visible in the hypotube at the separation. The scanning electron microscopy (sem) analysis suggests that the core failure may be attributed to ductile overload at a bend. Dimples were observed across the fracture surface. It was noted that there was core extending out the hypotube, indicating the hypotube was properly attached to the core. A hypotube being over pulled or over bent would require it to be trapped within the lesion anatomy and/or another device in order to create the required forces to cause a separation. Since no damage was noted during inspection prior to the procedure, the bend likely occurred while advancing during the procedure, causing the wire to be more vulnerable to separation once force was applied. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive hypotube junction pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A search of the lot history record indicated no nonconformances for the lot and a search of the complaint database indicate no related incidents. In summary, based on this investigation, there is no indication of a product quality deficiency.